Event description:
It was reported that a malfunction with code malf 12 occurred, but no notable events were identified prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues arise. The pump reset was assisted by customer technical support, and they followed up with the patient¿s guardian as the patient is a minor. No further action was required, and the case was closed.